Event description:
An atrial lead perforation was reported. The patient underwent an open heart procedure to extract the lead and pericarditis, pericardial window. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.